Manufacturer narrative:
(B)(4). Batch # m9214m. The analysis results found that the el5ml device was returned partially cycled and with the jaws closed, no clip was contained in the jaws. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 6 conforming clips. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a bilateral laparoscopic inguinal hernia procedure, there were multiple misfires on clips. Vertical tear that increased with applying multiple clips that continued to misfire. Completed with another device. Noticed tactile difference with the final device. There were no patient consequences reported.